Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-4316 - m365sc43160; batch/lot number: 21316415; model/catalog description: clik anchor. Model number/catalog number: sc-8336-50 - m365sc8336500; serial number: (B)(4); batch/lot number: 21361087; model/catalog description: coverage 32 surgical lead kit 50 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician concluded that the patient had allergic reaction on metal. The patient underwent an explant procedure.